Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the implantable cardioverter defibrillator had poor sensing on the sense amplitude channel. The patient presented in clinic for unrelated reasons, and the same issue was observed when interrogated. No programming changes were completed to address this issue as the system was functioning normally otherwise. The patient was stable.